Event description:
It was reported that the customer had high blood glucose levels of 188 mg/dl. The customer reported several failed battery test alarms from the replacement insulin pump. The customer had installed six new batteries for the insulin pump. All six batteries resulted in a failed battery test alarm. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No unexpected failed battery test alarms were noted. All operating currents were within specification. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.